Event description:
It was reported that patient underwent total knee arthroplasty in 2009. Subsequently, patient was revised due to infection seventeen days later, and the locking bar was removed. Additionally, the polyethylene bearing was removed and cleaned and placed back into the knee with antibiotic beads. Approximately one week later, the surgeon performed a procedure to remove and replace the polyethylene bearing and insert a locking bar.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had two other devices implanted. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.